Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor used the device to anastomose and cut lung tissue, the stapler could not be closed. The device was replaced to complete the procedure. There was no patient injury.